Event description:
The patient's skin over the pump was thinning. A revision was planned. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported that the pump was replaced (B)(6) 2012 because it was "sticking out." The pump was placed deeper. There was no eroding of the skin. The patient was doing "perfectly fine," there were no issues.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).